Event description:
In a pt who required ptcd, the procedure was being conducted using a median approach. After making a puncture with the 21g puncture needle, the physician advanced the cope mandril wire guide in place, removed the puncture needle, inserted the introducer dilator set over the wire guide, removed the metal cannula and stylet catheter. With the mandril wire guide left in situ. He then inserted the 7.2fr pigtail catheter over the wire guide, withdrew the wire guide and conducted angiography to verify the proper placement of the catheter to end the procedure. At this time, he noted the tip of the cope mandril wire guide had separated and was left in the pt. The physician stated he felt no tangible resistance during the procedure. The physician decided to leave the tip in the pt and will f/u the pt's condition to see if the remaining tip will affect the pt's health.

Manufacturer narrative:
Eval: our investigation of the returned opened, used and damaged device found the entire coil, including a section of the mandril wire has separated from the solder connection. Considering the characteristics displayed, it is possible that inadvertent contact was made with the needle bevel during insertion or manipulation of the wire guide, resulting in coil separation. Per the caution label attached to the device holder, it states "withdrawal or manipulation of distal spring coil portion of the wire guide through this device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections, prior to shipping.